Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited cyclical noise on the ventricular rate/sense and shock electrograms. This noise resulted in the generation of 3 episodes, all of which were diverted. In addition, the oversensing resulted in ventricular pacing inhibition. Technical services (ts) reviewed the electrograms, and the noise appears to be electromagnetic interference (emi) in nature. The patient did not recall doing anything unusual that may have resulted in the emi. No symptoms were reported, as the patient has an underlying sinus bradycardia rhythm.